Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to inflammation at the implant site. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, october 13, 2015.